Event description:
It was reported on (B)(6) 2012, that the physician's dell x5 handheld device was not working properly. The issue has been occurring for several months. The physician has been unable to communicate with patients' devices unless he holds the handheld and serial cable to avoid any movement. A company representative went to the site to perform troubleshooting and verified that the issue was not due to the wand. There were no signs of damage to the handheld. The handheld has been replaced and the handheld in question has been returned to the manufacturer. Product analysis is underway and has not been completed at this time.

Manufacturer narrative:
.

Event description:
Product analysis was completed on the returned handheld and flashcard on (B)(6) 2012. There were no anomalies found with handheld, power cable, serial cable, or flashcard. All products performed according to functional specifications and the reported serial cable failure was not confirmed.

Manufacturer narrative:
Date received by manufacturer, corrected data: previously submitted MDR stated the aware date for the supplemental report was (B)(6) 2012, but it was actually (B)(6) 2012. This report is being submitted to correct this information.